Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 14fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a curvature of the sheath was present, which is normal after use. A circumferential liner delamination 1,5 inches from the distal tip was observed. Sheath soft tip damage was observed, and the hdpe material was stretched at the distal tip at the end of the vertical score line. The c-marker band was present. The sheath was expanded as designed. Review of the provided procedural video of the delivery system withdrawal revealed the delivery system was positioned non-coaxial in the sheath. The c-marker band did not appear to be in line with the sheath and appears to continue to pull proximal as the delivery system withdraws. Additional post procedure device photographs revealed the delivery system had balloon burst and was inverted over the nosecone after removal from the patient. Due to the nature of the complaint, functional testing and dimensional analysis was not performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint. Complaint history review from september 2019 to august 2020 for the esheath (all models and sizes) revealed other similar complaints for the associated complaint code. Available information suggests procedural factors and/or patient factors may have contributed to the reported events. Per instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on evaluation of the returned device and review of procedural imagery. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. Per the complaint description, ¿the distal balloon portion would not enter the sheath.¿ it also states that ¿no damage was noted to the sheath prior to the attempted balloon retrieval.¿ as reported, the balloon ruptured during valve deployment at full inflation. In such events, difficulty in withdrawing the delivery system into the sheath can increase as the altered balloon profile can get caught on distal tip of sheath. Attempts to retract the delivery system back into the sheath in such condition requires a higher pull force and excessive device manipulation, which may lead to delamination of the liner. The imagery provided illustrates the balloon catching on the distal tip and pulling the c-marker (therefore, the entire liner) proximally during withdrawal. Available information suggests that procedural factors excessive force due to delivery system withdrawal difficulty / withdrawal of burst balloon) may have contributed to the reported event. Available information suggests that procedural factors (excessive force due to delivery system withdrawal difficulty / withdrawal of burst balloon) may have contributed to the complaint event. Furthermore, no labeling/IFU/training manual inadequacies were identified. Therefore, no corrective/preventative action nor product risk assessment is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020- 13488.

Event description:
As reported by our affiliate in the (B)(6), a 23mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. Balloon aortic valvuloplasty (bav) was not performed prior to valve deployment. During valve deployment, the commander delivery system balloon burst when at full inflation. Difficulties were encountered while attempting to retrieve the delivery system as the distal balloon portion would not enter the sheath. Several attempts were made to retrieve the balloon using both negative and neutral pressures, plus advancing and gently turning the delivery system while withdrawing into the sheath. As a result, a section of the balloon material separated. The distal sheath tip was ¿deformed¿ and upon final inspection a liner delamination was observed. Once the delivery system was removed, efforts were made to retrieve the balloon in a retrograde direction via traction on a snare. The balloon material ceased to be mobile after only a short distance and it appeared to be wedged within the femoral artery. A cutdown was performed and approximately 9 cm of the missing balloon material, including the nose cone, were removed. The distal tip of the delivery system remained in the patient. An attempt was made to remove the remaining tip with the snare; however, the attempt was unsuccessful. At the time of the report, the patient had not been discharged. A right groin hematoma post repair and possible infection have been identified. Information regarding the native annular diameter was not provided. No large calcium burden on the annulus or native leaflets was reported. No access vessel tortuosity was reported.